Manufacturer narrative:
Concomitant product: 407645 lead , implanted: (B)(6) 2007.

Event description:
It was reported that the patient presented to the emergency room with heart rates in the 180s. A transmission observed the right ventricular (rv) lead with possible intermittent oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.